Manufacturer narrative:
System was used for treatment. Kit lot d154 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break. However, corrective and preventive actions have already been initiated for drive tube leak/breaks. The service order feedback is still pending at the time of this report. A supplemental report will be sent once the service order feedback is received. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer reported drive tube leak/break at 1350 ml of whole blood processed. Customer stated that the instrument did not post any alarms and the centrifuge chamber was full of blood. Customer requested quotation for a check up of the instrument. Patient reported to be stable. Customer submitted a photo for investigation.

Manufacturer narrative:
Service order (B)(4) completed: service engineer tested instrument and performed system checkout procedure successfully. (B)(4). Device not returned for investigation.